Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was likely the cause was due to adhesive detached around the bending tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a detached connection between the bending section and the distal end was found. Additionally, there was detached adhesive on the bending section cover at the c-cover. There was no patient involvement.